Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the bradycardia and abrupt vessel closure could not be definitively determined based on the information available. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
Two shockwave c2+ coronary intravascular lithotripsy (ivl) catheters were used to treat a lesion in the left anterior descending artery. This report is for the second catheter (refer to MDR# 3015053858-2025-00003 for the first catheter). The first ivl balloon lost pressure on the third pulse of the first cycle. Air was introduced into the vessel, abruptly closing it. Atropine and high flow oxygen were used to treat and help the patient recover from severe bradycardia. The patient experienced significant st depressions prior to the bradycardia. Rota was then used to open the vessel. A new ivl balloon was pulled and would not cross the lesion. After ballooning, a stent was placed. The patient was originally scheduled for outpatient and was admitted for observation post event. There have been no additional patient sequelae reported.